Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board and cpu board were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device identification number: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system required restart resulting in a loss of mechanical ventilation. The patient was switched to manual ventilation, unit was restarted and case resumed. There was no patient injury.